Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 420 (mg/dl) and trace ketones over the last month. Customer administered insulin injections to treat elevated bg levels and ketones when they occurred. Reportedly, customer has been in contact with health care provider to discuss settings adjustments and diabetes management.